Event description:
Boston scientific crm received information that this atrial lead displayed noise which resulted in possible crosstalk and in the storage of ventricular tachycardia episodes. The p wave measurements were low. A technical service consultant reviewed an electrogram and suspected an atrial lead issue or loss of capture. The patient had been exercising on an elliptical trainer and the field representative believed that the lead may have dislodged or fractured. The technical service consultant suggested additional testing of the lead with manipulation.

Manufacturer narrative:
The lead remains implanted and the patient will be followed in three weeks for the additional testing. No additional information is available at this time. If additional information becomes available, this report will be updated.